Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2018. They subsequently underwent left knee revision on (B)(6) 2022, approximately 7 years 2 months after their initial implantation. On (B)(6) 2022 op report noted significant serous fluid identified in the knee and significant synovial hypertrophy and inflammation. The polyethylene had significant erosion and delamination affecting the medial and the posterior quarter of the polyethylene liner. All components were solidly fixed. There was minimal erosion medially on the tibial tray but was extremely stable. The patient tolerated the procedure quite nicely. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 02-010-03-0220 - logic cr femoral cem, left sz 2; 4933710, 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; 5171781, 200-02-29 - three peg patella 29mm; 4048696.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.